Event description:
The sheath slipped off a number 3 or 4 depth electrode during a surgical eeg procedure. This sheath was unintentionally left inside the patient's scalp because the surgeon was unaware of the occurrence.